Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump might not be working. The customer states that they were wearing the insulin pump during an x-ray and needed help with doing a bolus. The customer's current blood glucose level was 300 mg/dl. The customer had also experienced a high blood glucose level of 500 mg/dl. The customer had symptoms of being dehydrated, tired, weak, and frequent urination. The customer was able to do a bolus of 1.45 units. It was also noted during troubleshooting that the customer had received a bolus no delivery and low reservoir alarm. The basal rates and bolus rates were programmed correctly. The bolus history displayed all the entries based on their recollection. The customer declined to perform the no delivery test. The device will not return for analysis.